Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. There was one (1) unopened sample returned with this complaint. The sample was visually inspected using ample lighting and 7x magnification. Several embedded black inclusions were observed spread out in the hub. The issue reported by the customer is confirmed. The exact root cause could not be determined based on available information. The inclusions trapped within the plastic syringe were most likely created when plastic resin that adhered to the molding machine injection screw was liberated in small "flakes" and traveled along with the molten material introduced into the mold, becoming trapped within the cooled, formed plastic part. The embedded flakes are darker in color because they have become "burnt" during the extended amount of time they resided on the injection screw while exposed to high temperatures. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, visual inspections are performed on all parts in a mold shot, and include a check for embedded material. The lot met all acceptance requirements and was released. A corrective action is not applicable at this time. Scheduled preventive maintenance (pm) activities for every molding machine include cleaning the molding machine injection screw and other machine components to remove the potential for introduction of contaminants. These actions help to prevent the introduction of burnt plastic into molded parts, but cannot completely eliminate the occurrence of this defect. The visual inspection of all parts from the shot at mold startup and periodic inspections conducted throughout a mold order run are utilized to help catch this defect prior to further component part and assembly processing. This complaint will be recorded for tracking and trending purposes and used to assess the need for corrective actions.

Manufacturer narrative:
Submit date: 8/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a prevent needle. The customer reports the needle had some black grime inside the hub that looked almost like paint or grease.